Event description:
The reporter stated that the doctor advised the reporter of an incident in which the disposable pad slipped while the patient's leg was in the legholder. This resulted in some nerve damage to the patient's leg. The doctor completed their procedure. At this time the patient is continuing to recover.